Event description:
Broken claws iui- damage pca handset- cord damaged label- damaged case front- crack pca door- front door crack claw- damaged door assembly- damage case rear- crack handle- crack barrel clamp assembly- crack iui- isolation rib damage pca door- rear door crack pca door- lock damage there was no patient involvement. (B)(6)2018 15:03:24(B)(6)po for $354______ approved by __(B)(6)shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. (B)(6) 2018 08:59:31 (B)(6) est mnr to mjr repair. (B)(6) 2018 07:15:34 (B)(6) updated from mnr to mjr for the major repair needed per marites malig, service tech. Repair approved by (B)(6) for $529. No change to the po#. (B)(6) 2018 12:52:27 (B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service issues similar to the reported complaint or similar to the service history. The database showed quality notification #: (B)(4) was opened for the device with correlation to service performed for this notification. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).